Event description:
It was reported that the infection worsened from mediastinitis and eventually the patient died of multiple organ failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), (B)(6) and the reported multiple organ failure, infection, and subsequent patient outcome could not be conclusively determined through this evaluation. No device-related issues were identified during the evaluation of (B)(6) . (B)(6), was returned assembled with the pump cable severed approximately 13¿ from the pump header. The distal portion of the pump cable and the modular cable were also returned. The sealed outflow graft was returned detached from the pump cover outlet port with the bend relief engaged to the graft attachment. The outflow graft clip was returned detached from the sealed outflow graft hardware. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas instructions for use (IFU) lists multiple organ failures, infection, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, the IFU and heartmate 3 patient handbook outline care instructions in reference to preventing infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2021, the patient developed fungal infection in mediastinum and died of exacerbation of mediastinitis on (B)(6) 2022. It was reported that patient passed away due to multiple organ failure. The patient was treated with surgical and drug therapy prior to death. The cause of the infection was due to complexities of medical management. The device operated normally at the time of the death.

Manufacturer narrative:
Onset of fungal infection on (B)(6) 2021 reported under MFR # 2916596-2022-00840. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.